Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4.date of this report 21 feb 2026 g3.date received by the manufacturer? 21 feb 2026 h3. Device evaluated by manufacturer?no h6. Type of investigation updated to 4114,4111 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected" alerts which led to early sensor removal.